Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inaccurate elective replacement indicator advisory notice issued by abbott on 12 september 2017.

Event description:
It was reported that diagnostics indicated the elective replacement indicator (eri) triggered earlier than intended. The device has the appropriate level of battery voltage to provide therapy. However, device replacement may take place later.

Event description:
Additional information revealed that patient underwent surgical intervention wherein the ipg was explanted and replaced. Postoperatively, the patient has effective therapy.